Manufacturer narrative:
An echocardiogram was repeated, and no increase in the size of the effusion was reported. The patient was hemodynamically stable and was feeling well. No intervention was performed and the patient was discharged. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device had pericarditic chest pain. The patient had a moderate pericardial effusion. The effusion was suspected to be due to a cardiac procedure.